Manufacturer narrative:
A correlation between the device and the reported bleeding could not be conclusively determined as the device was not returned for evaluation. The instructions for use lists bleeding as a potential adverse event associated with use of the heartmate ii lvas. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2015. The patient was reportedly seen in the clinic on (B)(6) 2015 with an international normalized ratio (inr) of 2.9. The patient¿s coumadin regimen was not changed. On the evening of (B)(6) 2015, the patient called and reported symptoms of nausea, nose bleed and not feeling well. The vad coordinator instructed the patient to stop taking aspirin and call if she did not feel better. On the following morning, the patient¿s sister called to report that the patient did not feel any better and the vad coordinator instructed them to go to the ER. Upon presenting to the ER, the patient became unresponsive and a head bleed was noted on CT. The patient¿s partial thromboplastin time was greater than 300 seconds and her inr was so high the lab could not measure it. The patient had just been started on macrobid for a chronic urinary tract infection. It was reported that the patient¿s family was unaware of any fall or if the patient took too many coumadin the night before. It was noted that the patient had a positive toxicology screen for marijuana. An autopsy was not performed. Per the vad coordinator, the patient¿s expiration was not device or therapy related.

Manufacturer narrative:
Approximate age of device ¿ 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.